Event description:
A user facility reported that the intraocular lens did not fit properly. It is not known whether there was pt impact/injury associated with this event. Add'l info has been requested.